Event description:
The target lesion was the proximal to mid left anterior descending (lad). The vessel was an in-stent restenosis of a previously implanted non-cordis bare metal stent. Aha/acc classification of the vessel was type c. The procedure was an elective case. Pre-dilatation was conducted with a 2.5 x 20mm balloon at 10atm for 30 seconds. A 2.75 x 23mm cypher stent was implanted at 18atm for 20 seconds. Another 2.75 x 23mm cypher stent was implanted at 18atm for 20 seconds proximal to the 1st cypher overlapping it. Post-dilatation was conducted with a 2.75 x 18mm balloon at 20atm for 20 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 3 before and after the procedure. Three days after the procedure, the patient complained of chest pain and came to the hospital. St-elevation of ECG was observed. Coronary angiography was conducted and thrombus was observed in the cypher stents. To treat the thrombus, aspiration and balloon angioplasty was conducted with a 2.75 x 18mm balloon. Then, a 2.75 x 18mm cypher stent was implanted in the 2nd previously implanted cypher. Physician indicated that the possible cause of the thrombotic event was because cilostazol didn't work well for anti-platelet and the stent was under-dilated at the overlapping portion.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-00899. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.